Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported in the emergency room. Device interrogation revealed that the implantable cardioverter defibrillator was post paced t-wave over-sensing. The patient would be seen in clinic for programming changes.